Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they found the tubing to be leaking when they were connecting the patients tpn bag. Mmdg made multiple attempts to follow up with the initial reporter but those attempts were unsuccessful. There was no harm reported to the patient. (B)(4).